Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received additional information indicating the catalog number for the deflated device is 3501850 and the lot number is 259853, which corresponds to a mentor saline-filled w/retention valve. The additional information also indicates that the explantation date was on (B)(6) 2018 and the concomitant product is a mentor saline-filled w/retention valve catalog # 3501850, lot # 259853 and s/n (B)(4). Concomitant products: mentor saline-filled w/retention valve catalog # 3501850, lot # 259853. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor memorygel breast implant 4800cc gel implants, catalog # 3505480bc, s/ns (B)(4) (l) and (B)(4) (r). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 1/7/2019, mentor became aware that this information was mistakenly omitted in the MFR narrative from the follow up report dated 11/29/2018: a device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/3/2019, mentor became aware that the additional information concerning the correct date of event, (B)(6) 2017, was erroneously excluded from the follow-up report sent on 1/7/2019 (manufacturer report number 1645337-2018-05804). On 4/10/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the posterior and a rupture was detected within the crease measuring approximately 0.4 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).